Manufacturer narrative:
(B)(6). The device was manufactured january 9, 2018 - january 12, 2018. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture problem and no signs of abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The device was filled with 80-90 milliliters of 5-fu when the rupture occurred. There was no patient involvement. No additional information is available.